Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation with the exception of a dim discolored display. The up and ok keypad symbols are worn. Keypad peeling along left hand side adjacent to up key. All keys intermittently responding. Removed keypad. There was contamination under all key contacts. Evidence of moisture contamination inside battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.